Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade iii.

Event description:
Healthcare provider reported a right side capsular contracture baker grade iii. The device has been explanted and replaced. A capsulectomy was performed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 21/may/2024.

Event description:
Healthcare provider reported a right-side capsular contracture baker grade iii. The device has been explanted and replaced. A capsulectomy was performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. No additional observations. No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: a2, d9, h3, h6.

Event description:
Healthcare provider reported a right side capsular contracture baker grade iii. The device has been explanted and replaced. A capsulectomy was performed.